Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged main tube. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the mtm and main tube. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the tip of the vessel sealer extend (vse) instrument stopped working, causing the whole patient side cart (psc) to freeze. The vse instrument was stuck in the trocar, making it difficult to remove. The customer undocked the trocar to loosen it, allowing them to remove the broken vse instrument. The procedure was completed with no reports patient injury. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: first, the vse instrument stopped working. Then, the vse instrument was broken at the distal end, and the tip slightly came off causing the instrument to be difficult to be removed.